Event description:
Head of burr broke off the stem just inside ball. Tool broke during intercervical procedure. Ball was retrieved with no patient impact. It was reported that the surgeon is very aggressive in his use of the tool.